Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No blood was observed on the device, and no issues were found that would result in bleeding, bruising, or pain during insertion. A root cause for the reported pain during insertion could not be determined. No other defects or manufacturing deficiencies were found that would prevent the device from delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose from 130 mg/dl to between 250-350 mg/dl while wearing the pod between 4 and 24 hours. Pain and bruising at the infusion site were also reported. When removed from the infusion site (arm), the pod's cannula was found bent. Ketones were checked and none were present. As treatment, injections were administered.